Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was found to have a broken purge clip. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The device logs were reviewed but are not relevant to the complaint. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The cause of the issue was broken/ missing purge disk retainer. This report is being filed as part of a retrospective review of historical records.